Event description:
It was reported that all 3 pins of the loaner set are bent. There was a delay of approx 10 min.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damaged/bending involving a triathlon headless pin was reported. The event was not confirmed. The exact cause of the event could not be determined because the devices were not returned for analysis.

Event description:
It was reported that all 3 pins of the loaner set are bent. There was a delay of approx 10 min.